Manufacturer narrative:
The damage (break) was noticed when the lens was removed from the lens vial and loaded. Device evaluation: lens was returned dry, in a transparent bag. Visual inspection found that a haptic was broken and confirmed that the lens has astigmatism markers. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.0/1.5/070 (sphere/cylinder/axis), implantable collamer lens was found to be broken and without astigmatism lines. No patient contact.